Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) reported during an in-person visit with the clinician the patient didn¿t report any shocking or tingling sensation when charging the implant. They did, however, report feeling a warm sensation around the implant which was consistent with previous sessions and indicated to them that charging was in progress. The hcp interrogated the patient¿s device and an impedance check was run. The report showed all impedances were within range. The hcp confirmed the dbs therapy was on and adjusted patient¿s settings which seemed to alleviate ocd symptoms. The issue was resolved and the patient reported feeling better after stimulation adjustments were made. Regarding the ins was ¿whacked,¿ the patient was referring to being uncertain about the ins delivering the necessary stimulation and this had somehow been turned off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after patient got their implants in august, therapy was working awesome, however, in the beginning of october, they experienced a shocking/tingling/stinging sensation when they started an implantable neurostimulator (ins) charging session. Patient confirmed they use the wireless recharger against their clothing and use the drape. Patient had experienced charging sensations previously, but on one particular occasion it felt 10x more intense. Since then, they have experienced a loss of therapeutic effect for their right ins, which is used for ocd. The left side is for movement disorder and that one is working fine. Their ocd has been terrible and back to baseline. Patient confirmed the ins battery is charged and therapy is on for both sides. Patient denied any visible changes to pocket site but reported they did have some incidents where they got hit in the head by a falling hammer and their ins devices got "whacked" twice yesterday. Agent recommended patient follow up with managing physician to address symptoms.